Event description:
Attempt to remove foley catheter by nursing unsuccessful. Unable to withdraw h20 from balloon. Port collapsed with withdrawal. Cut catheter and continued to have balloon inflated. Doctor attempted to puncture balloon with 22g spinal needle. Successful after several attempts.